Event description:
The company was informed that the patient experienced a csf leak during the implant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was repaired during the implant surgery and the patient was implanted. This is the final report.